Manufacturer narrative:
No device was returned for analysis of complaint that breathing valve stopped functioning and an alarm sounded from it. At that time, air supply stopped, and the patient complained of difficulty breathing. The reported complaint was unable to be confirmed due to samples not being returned. Photos were not provided to confirm reported failure mode. Testing was not conducted for the investigation. If the product is returned at a later date, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was stated that the exhalation valve in the circuit of the device had become stuck, causing the device to alarm. Air supply stopped, and the patient complained of shortness of breath. The event occurred during patient use/administration at facility. There was no reported patient harm/adverse event.